Event description:
On 1/19/89 pt underwent posterior-laterial fusion with instrumentation. On 1/24/89 she had to return to surgery in order to repair a dural leak. On 3/5/90 she underwent a revision surgery in which her implants were removed and re-fusion was done using allograft. The top right screw was fractured.